Manufacturer narrative:
The motor device was received for evaluation. The motor device was evaluated and the reported condition was not duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a motor device in which it was observed that the device "stopped working" during a neurosurgery procedure. This resulted in a ten minute delay in the surgery. An identical spare motor device was available, and the surgery was completed succesfully. No injuries or medical intervention were reported. No addtional information was available.